Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that four months following bilateral photorefractive keratectomy (prk), the patient presented with dry eyes. Punctal plugs were placed in both eyes to treat the event. The patient was also advised to increase artificial tear usage. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.